Event description:
A company representative reported that during the procedure, the lead broke between 1 and 2 where the lead goes into the header block. It was noted that the lead must have been defective and visibly broken. They replaced lead with another lead and issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.